Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the scooter has had to have the motor replaced more than once. The transaxle replaced 2 times and the key switch all within a years time. MDR filed.